Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 43.5mm abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 17.9mm. The diameter of the aneurysm entry is 19mm. The proximal neck length by centreline is 20mm. The diameter of right common iliac is 25.2mm and 60mm in length. The diameter of the left common iliac is 19.2mm and 71mm in length. It was reported that during the index procedure a type ib endoleak was identified from the right distal iliac extension. The physician stated the cause for the type ib endoleak related to the size selected. The main body length was too long to secure sufficient landing zone for right distal iliac extension. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; severely tapered iliac artery); unapproved use of device (iliac diameter greater than 25mm and proximal neck diameter less than 19mm). Conclusion: inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (anatomy related; severely tapered iliac artery); off label, unapproved or contraindicated use: (iliac diameter greater than 25mm and proximal neck diameter less than 19mm).